Manufacturer narrative:
(B)(4). Method: four complaint opt318 cannulas were returned to fisher & paykel healthcare for evaluation and were visually inspected. Results: visual inspection of the returned cannulas revealed that in all four cases the flexitubes (cannula tubing) were damaged where they connect to the breathing circuit. The tubing was stretched and broken but in three of the cannulas the metal spring was still attached. In the fourth cannula the tube had been stretched and detached from the swivel grip. Conclusion: the damage to the flexitubes has been caused by excessive pulling force being exerted on the tubing. The hospital had confirmed that the patient was extremely robust and was actively pulling the cannulas apart. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.

Event description:
A hospital in (B)(6) reported that the opt318 optiflow junior nasal cannulas are being pulled apart by a "very robust 1 year old". No patient consequence was reported.